Manufacturer narrative:
Beckman coulter customer technical support (cts) worked with customer to schedule a service visit. Customer agreed to have service visit on 22 jun 2020. Investigation is in process. Supplemental MDR will be submitted upon completion of the investigation. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low auto-diluted patient results on creatine kinase (ck), urine protein (ucsfp) and blood urea nitrogen (bun) on their au680 chemistry analyzer. The initial results were flagged with f (higher than analytical range), which generated an auto-repeat with dilution. The auto-dilutions would intermittently generate erroneous low patient results with g flags (lower than analytical range). The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event. Patient demographics were not provided. The customer provided data for two (2) patients.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 instrument on 29-june-2020, and performed routine preventative maintenance. The fse also performed sample probe alignments which resolved the issue. The fse verified system performance with no further issues. Bec would like to clarify that the issue is determined to not be reportable as there was no malfunction of the instrument. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low auto-diluted patient results on creatine kinase (ck), urine protein (ucsfp) and blood urea nitrogen (bun) on their (B)(6) analyzer. The initial results were flagged with f (higher than analytical range), which generated an auto-repeat with dilution. The auto-dilutions would intermittently generate erroneous low patient results with g flags (lower than analytical range). The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event. Patient demographics were not provided. The customer provided examples for erroneous results for three (3) patients.

Event description:
The customer reported the generation of erroneously low auto-diluted patient results on creatine kinase (ck), urine protein (ucsfp) and blood urea nitrogen (bun) on their au680 chemistry analyzer. The initial results were flagged with f (higher than analytical range), which generated an auto-repeat with dilution. The auto-dilutions would intermittently generate erroneous low patient results with g flags (lower than analytical range). The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event. Patient demographics were not provided. The customer provided examples for erroneous results for two (2) patients.